Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient and hospital staff were trained on how to use the charger. The hospital staff assisted the patient and checked the ins was properly charged. The issue has been resolved. Since the beginning of the week, the patient's ins battery has been constantly above 75%, mostly at 100%.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was in the hospital due to regular treatment. Their implantable neurostimulator (ins) suddenly could only charge to 50% and not to 100%, despite several attempts. This was confirmed by the doctor. The recharger app showed an excellent connection and more than enough battery power for the recharger left. The manufacturer representative (rep) was there on (B)(6) and the ins was charged to 75%. On closer inspection, the recharging attempts were quite short. A patient error was suspected, but the doctors wanted to check the report as a back-up. According to the doctor, the patient tried to recharge for several (3+) hours straight but the patient programmer (pp) still only showed 50%. It was reviewed that from the report, coupling was not always 8 and the fact that the recharging sessions of the 29th in the report were split up in different sessions could mean there was an interruption. The longest recharge session in the report was on (B)(6) for 1.5 hours, which brought the battery from 32-65% which seemed reasonable.